Event description:
On (B)(6), 2010, a doctor reported that a crown that had been placed with breeze se cement de-bonded.

Manufacturer narrative:
A doctor reported that a crown that had been cemented with breeze se cement de-bonded within 24 hours of placement. The product was returned for evaluation and tested for adhesive strength, gel time and set time. Test results were within product specifications. There have been no similar incidents reported with regards to this lot number. Because of this, it has been concluded that the de-bond occurred as a result of a user or technique related problem and was not due to a product failure. (B)(4).